Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Event description:
On (B)(6) 2015 the distributor contacted animas, alleging an unresponsive keypad issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 10/29/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there was no evidence of physical damage to the keypad cover. All keypad buttons were unresponsive. The keypad cover was removed and no defects were found with the button contacts. The pump casing was opened and there was evidence of moisture on the pcb, the keypad flex connector, and the force sensor. Unrelated to the original complaint, investigation revealed that the audio tone features were inoperable due to the moisture ingress. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.